Manufacturer narrative:
Date of event: exact date unknown, event occurred months ago.

Event description:
It was reported that the patients ipg was nonfunctional as it was no longer holds a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as per physicians request.